Event description:
It was reported that a patient underwent an obturator sling procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total abdominal hysterectomy.

Manufacturer narrative:
(B)(4). The mesh was removed on (B)(6) 2010 due to pain in hip, back, leg and thigh. (B)(4).